Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during use of a vial-mate adapter. The issue was observed during reconstitution of a non-baxter 1gm vial of vancomycin with a 250ml bag of normal saline. The particulate matter was observed in the vial. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed. Particulate matter (pm) was not present on the vial-mate device but was observed in the vial attached to the complaint sample. The pm appears to be stopper material from the vial. Functional testing was performed with no issues noted. The reported condition was verified. The cause of the reported condition was determined to be use error. Should additional relevant information become available, a supplemental report will be submitted.